Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to change battery of insulin pump and it was not working. The customer¿s blood glucose level was unknown. Customer stated that the screen of insulin pump started flashing and then turned off. Customer also reported that the insulin pump had post reset ram crc alarm and unexpected restart. Customer was able to clear the alarms and able to complete rewind the insulin pump. The customer stated that the alarm was occurred immediately after battery change. Customer performed self test for the flickering light, however insulin pump was stuck on medtronic screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected pump error 23 alarms or missing segments/partial display anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. (B)(4).